Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had become dislodged due to twiddlers syndrome. It was noted that the lead had become significantly twisted in the pocket. The patient received inappropriate shocks as a result. The physician opted to replace the rv lead and the new rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the inappropriate shocks and lead dislodgement. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that the patient with this right ventricular (rv) lead had become dislodged due to twiddlers syndrome. It was noted that the lead had become significantly twisted in the pocket. The patient received inappropriate shocks as a result. The physician opted to replace the rv lead and the new rv lead remains in service. No additional adverse patient effects were reported.